Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Corrected h6 patient code: no code available (3191) from the initial medwatch to capture patient harm hemarthrosis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address hematoma evacuation, irrigation and debridement. I was not present as implants were placed on cart for staff to pull. The surgeon needed thicker poly and staff gave incorrect size 4x17.5 tcb rp poly. The procedure was successful as surgeon was ok with the mismatch. The knee functioned well and well/stable throughout range of motion. No surgical delay. Doi: (B)(6) 2020, dor: (B)(6) 2020, right knee.